Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the site was changed to address the event. Additionally, it was reported that a minimum fill message occurred after the cartridge was filled with approximately 300 units. Blood glucose ranged from 113 mg/dl to over 200 mg/dl. A new cartridge was successfully loaded and insulin delivery was resumed.